Event description:
It was reported that in a registry study of 61 subcutaneous implantable cardioverter defibrillators it was found that six patients had received inappropriate shock therapy from their devices. Myopotential oversensing was found to be the cause of this in four cases. In two of these patients, the inappropriate therapy was delivered while they were engaged in vigorous exercise and in another two it was delivered during daily activities. The sensing vector was changed in their devices to help mitigate the issue. One of these patients reportedly received multiple inappropriate shocks before the issue was resolved. Two instances of inappropriate shock were due to oversensing of atrial fibrillation (af). The patients with af received a rate control medication and one of them was advised to abstain from alcohol. Low amplitudes were noted in one case. One patient developed pocket infection during the study, the resolution was not noted. Three patients required pocket evacuation due to acute pocket hemorrhage. One study patient expired due to non-related causes (i.e., heart failure). No additional adverse patient effects were reported.